Manufacturer narrative:
H4: the lot was manufactured from july 16, 2020 ¿ july 17, 2020 h10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. The sample was connected at the female and male luer connector and functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set was leaking from the junction between the hub and the line extension. The leak was discovered while the patient was connected for contrast injection. There was no patient injury or medical intervention associated with this event. No additional information is available.